Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer was not detected on the bus. A field service engineer (fse) arrived on site and found that the full height cubie drawer had failed. Upon opening the auxiliary back panel, all light emitting diode (led) indicator lights were off on both the drawer board and the pyxis bus control module board. Replaced both boards and inspected drawer components before reinstalling the drawer in the chassis. Reconnected the pyxis bus cable and restarted the station. Logged into admin mode and successfully completed diagnostic testing in the hardware test application (hta). The pharmacy escort logged into the station, assigned the drawer, and confirmed the issue was resolved. Verified drawer and pocket functionality during access. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers were not detected on the communication bus the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.